Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information indicated that there was loss of capture and dislodgement was confirmed via chest x-ray. The lv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.